Manufacturer narrative:
Additional initial reporter info: (B)(6). Updated fields: b4, d9, e1, e3, g1, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the autofill issue. It was discovered that the vacuum recovery time was high. The fse replaced the 5000 hour kit in order to replace the diaphragm of the compressor. The repair resolved the issue. The unit passed all functional and safety checks to factory specification. It was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had autofill alarm error, augmentation low, then device goes into standby. No patient involved, no harm.